Event description:
Customer reported the vibrating alarm was not working on the insulin pump and he has trouble hearing the other alarm. Customer reported the device was not buzzing when it was suppose to buzz. Customer's blood glucose was 114 mg/dl. Alert type on the device was set to vibrate. Self test was performed and device did beep during the tone test. Customer did not recall if the device vibrated during the test. Performed second self test and confirmed the device did vibrated. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.